Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The shock occurred while the patient was supine. In clinic, the morphology was able to be recreated. The shock vector was reprogrammed which resolved the t-wave oversensing. No adverse patient effects were reported.